Event description:
It was reported by the ra department from stryker (B) (4) that a nail was implanted on (B) (6) 2009. It was further alleged that the nail broke on (B) (6) 2010, and a revision surgery took place on the (B) (6) 2010.

Manufacturer narrative:
Device will not be returned for eval. If the device or additional info becomes available, it will be reported on a supplemental report.